Event description:
Mako received a letter from a pt. He indicated he had a left medial makoplasty partial knee arthroplasty procedure six and a half months ago and was not experiencing good results. He complained of a patellar cyst and "global knee pain, muscular aching, cramping, stiffness, limited flexion and still some heat and swelling of the knee."

Manufacturer narrative:
As part of normal complaint f/u, an eval was initiated by mako surgical with regard to this event. The eval is in progress, and no preliminary info is currently available. The pt was contacted by mako surgical corp. To communicate that the investigation is in progress.